Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by using manual supplies while the homechoice device was swapped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). Electrical testing and functional testing of the device passed with no issues noted. A short simulated therapy was performed with no issues noted. Internal and external inspections failed; however, this was unrelated to the reported problem. The reported alarm was not verified through evaluation. The cause of the issue could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.